Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis for two videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first video starts with an instrument placed on the tissue and the instrument is fired. At the 0:03 mark, the instrument is removed, proper cut and staple formation are observed. In the remaining 11 seconds, the intervened tissue is shown without apparent damage. The second video starts with an instrument placed on the tissue and the instrument is fired. At the 0:07 mark, the instrument is removed, proper cut and staple formation are observed. However, some blood can be seen after the intervention of the instrument. Based on the videos review the event describe could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There were no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 3/16/2022 d4: batch # 448a70 investigation summary: a video along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the video, the following was observed: the first video starts with an instrument placed on the tissue and the instrument is fired. At the 0:03 mark, the instrument is removed, proper cut and staple formation are observed. In the remaining 11 seconds, the intervened tissue is shown without apparent damage. The second video starts with an instrument placed on the tissue and the instrument is fired. At the 0:07 mark, the instrument is removed, proper cut and staple formation are observed. However, some blood can be seen after the intervention of the instrument. Based on the videos review the event describe could not be confirmed. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired.